Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. It was also questioned whether the device was delivering appropriate atrial output. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service. It was reported that this device was electively explanted and returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. It was also questioned whether the device was delivering appropriate atrial output. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.